Manufacturer narrative:
Alleged failure: the black plastic/silicon shaft of the suction probe heats up to a point where it starts peeling and deforming. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the excessive force applied by the user with poor or no suction during use. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaft of the product was peeling and deforming.